Event description:
A patient reported they were unable to receive an accurate reading on their one touch basic enhanced meter due to their meter allegedly would only prompt the "clean test area" message. There was no result on their meter as the patient was unable to test. Patient's symptoms are unknown. No treatment reported. No further information has been reported. No serious injury or allegation of harm.